Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial (ra) lead and right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing (atp). The noise could be recreated with isometrics. There was also evidence of low out-of-range rv pacing impedance measurements. The device was reprogrammed and the patient will be seen again in 2-3 weeks. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial (ra) lead and right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing (atp). The noise could be recreated with isometrics. There was also evidence of low out-of-range rv pacing impedance measurements. The device was reprogrammed and the patient will be seen again in 2-3 weeks. No adverse patient effects were reported. Boston scientific technical services (ts) was consulted. Ts recommended rv lead replacement. New information received indicates that surgical intervention was performed. The ICD was explanted, the rv lead was capped and the ra lead remains in service.